Manufacturer narrative:
Device evaluated by MFR: a coil, delivery wire, introducer sheath, rhv (rotating hemostatic valve) and dispenser hoop were returned for analysis. The delivery wire and introducer sheath were returned inside the dispenser hoop. The coil and delivery wire arms were interlocked within the introducer sheath. The introducer sheath was inspected and a significant amount of blood was present, no other anomaly was noted. The twist lock of the introducer sheath had been fully opened. The coil was inspected on removal from the introducer sheath. It was covered in blood. Kinks were present towards the distal end. The delivery wire was inspected and the ptfe (polytetrafluoroethylene) was buckled/kinked towards the distal end. Microscopic inspection revealed that the zap tip shape and surface of the coil was smooth. The interlocking arm of the coil was inspected and no damage noted. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected and no damage noted. The delivery wire dimensions apart from the wire length were found to be in specification. As the interlocking arm of the delivery wire was returned bent the wire specification length was not within . The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter and insufficient flush was used during the procedure. Please note that the dfu states: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.¿ and ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the severely tortuous and mildly calcified right internal iliac artery (iia). A 12mm x 40mm interlock -35 was used for an embolization. During the procedure, a puncture was made using a non bsc sheath from the common femoral artery. Vascular access was obtained with contralateral approach using an unspecified catheter and was delivered to right iia. Flushing was performed. The device was delivered. During the first attempt, the coil came out approximately 5cm into the vessel. However, during re-coil, the physician was unable to push the coil. When the physician was able to push the coil, the coil was able to be removed from the patient. Upon removal of the coil, it was noted that the coil was protruding from the catheter's tip. The physician was concerned about bleeding, therefore, the sheath was changed to another non bsc sheath. The procedure was completed with a different device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the severely tortuous and mildly calcified right internal iliac artery (iia). A 12mm x 40mm interlock¿-35 was used for an embolization. During the procedure, a puncture was made using a non bsc sheath from the common femoral artery. Vascular access was obtained with contralateral approach using an unspecified catheter and was delivered to right iia. Flushing was performed. The device was delivered. During the first attempt, the coil came out approximately 5cm into the vessel. However, during re-coil, the physician was unable to push the coil. When the physician was able to push the coil, the coil was able to be removed from the patient. Upon removal of the coil, it was noted that the coil was protruding from the catheter's tip. The physician was concerned about bleeding, therefore, the sheath was changed to another non bsc sheath. The procedure was completed with a different device. No patient complications reported and the patient's status was good.